Manufacturer narrative:
The reagent lot number was 59526600. The expiration date was not provided. General reagent issues were excluded, as the result believed to be correct was obtained using the same reagent. The field service engineer found there was a leaky and oxidized solenoid valve at the cell rinse detergent location. He replaced the valve and the reaction cuvettes. He ran precision testing and confirmed that the tests and analyzer were performing within specifications. The customer performed qc, which was acceptable. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of a questionable lipase result from the cobas 6000 c501 module. The initial result was 110.4 u/l, and the repeat result was 31 u/l.